Event description:
The customer reported the alarm will not power on even when the batteries were replaced the new supply. The customer reported it was found during use but didn't provide a date. No pt incident or injury reported.

Manufacturer narrative:
Results (other) - eval of the returned product did not confirm the reported issue; the arm powered on during testing. However, the voice message does not play. The alarm is stuck in the voice mode and cannot be changed. The fallsafe, sensor, mode and voice functions failed testing. A battery contact is corroded and there is battery leakage inside the battery compartment. (B)(4).